Manufacturer narrative:
The device was not returned for analysis. Device history record review was not conducted as the lot number was not provided. In vivo skin sensitization testing is performed to identify the potential risk of an allergic response. Some individuals may still be sensitive to a specific material that has met all sensitization test requirements, and the severity of the reaction cannot be predicted. Only the di of the UDI information was provided because the lot number was not known.

Event description:
It was reported by the end user that she has known skin allergies and prior to her stoma surgery, she had sensitivity testing conducted on her back using a variety of ostomy products including the hollister 7760 universal remover wipes. It was reported that the results were examined on (B)(6) 2026 when a reaction was described as oozing and infected. It was also reported that the doctor applied an unknown ointment and covered it with occlusive dressing, which was then repeated a week later by the doctor. As a result, it was reported that she had skin sensitivity to the hollister 7760 adhesive remover.